Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that a revision procedure took place due to an infection of the system. A sample was collected upon opening the wound but the presence of the infection was unknown. A migration of the system was also alleged. The system was explanted. No additional adverse patient effects were reported.